Manufacturer narrative:
Product complaint # (B)(4). Additional information: d9, h4, h6 component code: g07002 reported condition not confirmed. H3 evaluation: product sample received. Materials. Locking mechanism of reservoir was checked to verify its condition. Sample was evaluated, and during this evaluation it was notice that the latch of plate and locking mechanism were in good condition. Spring was in its correct location inside the plate, and it was able to be activated and de-activated several times with no issues observed. Therefore, it is considered that this material factor does not affect or contribute to the product integrity and its function. Based on the present analysis, and condition of sample received it is determined that the reported complaint is not confirmed, and it is not related to manufacturing process and other external causes could have affected the product integrity such as handling, non-proper usage or any other possible contributor out of the manufacturing control. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and obtained. Attempts to obtain the device however not received. If further details are received at a later date a supplemental medwatch will be sent. Were there any anomalies with the reservoir: appearance, damage, or function prior to use? Yes. If yes, please provide details: the spring of the reservoir had come off during use. What is the lot number? No further information is available. Device return status: we regularly contact with sales rep about the device returning. No further information will be provided. When the sales rep checked the returned product, it seemed that the spring was not came off, but it was difficult to lock the reservoir. Were there any anomalies with the drain: appearance, damage, or function prior to use? No anomalies were reported about the drain. The customer have no additional complaints regarding drain product. The lot number of the drain is unknown. Was another drain needed to correct the situation? No further information is available. If yes, was the new drain placed surgically during a second procedure? What is the lot number? The lot number of 2177 is ju0359. (Reservoir). The customer have no additional complaints regarding drain product. The lot number of the drain is unknown. Device return status: the device will be shipped. Please check rmao. No further information will be provided.

Event description:
It was reported a patient underwent an unknown cardiovascular surgery on and unknown date and a reservoir was used. The spring of the reservoir had come off during use in the ccu. Further details are not provided. There were no adverse consequences to the patient.